Event description:
It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in aortic position was explanted from an unknown year-old patient after an implant duration of two (2) year and two (2) months for unknown reason. A valve model 11500a23 was implanted in replacement. However, this patient did not have any valve explanted in the aortic position. A 11400m31mm valve implantation in mitral position [chordal sparing], a 6200t30 ring implantation in tricuspid position and ligation of aneurysmal right atrial appendage were performed concomitantly. The information provided does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to patient injury or death. Additionally, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: it was reported via the implant patient registry that this valve model 3300tfx21mm implanted in aortic position was explanted from an unknown year-old patient after an implant duration of two (2) year and two (2) months for unknown reason. A valve model 11500a23 was implanted in replacement. However, per information provided by the user and ipr database, this patient did not have any valve explanted in the aortic position. A 11400m31mm valve was implanted in mitral position [chordal sparing], a 6200t30 ring was implanted in tricuspid position and ligation of aneurysmal right atrial appendage were performed concomitantly. The information provided does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to patient injury or death. Additionally, there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edwards device. This event does not meet the criteria for a complaint. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in aortic position was explanted after an implant duration of two (2) year and two (2) months for unknown reason. A 23mm edwards surgical valve was implanted in replacement.

Manufacturer narrative:
H10 additional narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.